Event description:
The date of the event is unk. The customer reported that the pt was on an insulin drip and when the nurse entered the room, she found liquid leaking from part of the tubing inside the pump. A hole was found in the tubing at the top where the tubing is flexible. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.